Event description:
Customer reported to beckman coulter, inc. (Bec) that the patient results for microalbumin results generated on the image 800 were not replicating and were extremely imprecise. Customer reported that erroneous results were not reported outside the laboratory. Customer did not run quality control to confirm imprecision. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) reported that there appeared to be an issue with carryover or antigen excess. The fse cleaned up the system and verified alignments. The fse replaced the drain filters and check valves concentration on the wash stations. The fse replaced syringe assembly and verified syringe operation. Root cause is not known, but repairs performed have resolved the issue.